Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen was intermittently freezing. Where the waveforms just stop in place, and they cannot even access the system setup button. At that point, they cannot interact with the cns at all. They can move the mouse cursor around; but when they click on something, it will not respond. They removed the hdd in the port 0 drive and replaced it with the hdd in port 1 drive and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.